Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data on the continuous glucose monitor (cgm) graph. Customer changed the sensor to resolve the reported issue. No additional patient or event information was available.